Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Evaluation was unable to reproduce the reported symptom. During evaluation, the lower ultrasonic sensor fluid reading was found to be out of specification (low). The cause was determined to be a failing upstream sensor. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during biomed testing. It was also reported there was no patient injury.